Event description:
It was reported that the patient had an allergic reaction and skin erosion (locations unknown). A ¿swab¿ taken for the allergic reaction was reported as negative. The patient¿s implantable neurostimulator (ins) then was explanted on (B)(6) 2012 which required hospitalization. There were no alleged product issues reported. The outcome of the event was unknown at the time of report. There were no further details, interventions or an outcome was reported regarding this event. Further follow-up is being conducted to obtain t his information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the healthcare provider reported the cause of the erosion was unknown. The location of the allergic reaction was the skin of the abdomen. The erosion and allergy were resolved.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the allergy was the follow-up of the skin erosion. The investigator suspected an allergy after explanting the device because the erosion did not resolve.

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the event resolved on (B)(6) 2012.

Manufacturer narrative:
Concomitant product: product ID 3898, lot # unknown, implanted: (B)(6) 2012, product type lead. (B)(4).